Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and a stent thrombosis occurred. The physician deployed a 2.75x12mm taxus express2 drug eluting stent in an unknown vessel. Eleven months post the stent placement, the patient came in to the hospital for emergency abdominal surgery. At that time, the patient was taken off aspirin and plavix, and was not put back on after surgery. Eight days later, the patient presented with acute myocardial infarction. Balloon angioplasty and thrombectomy were performed. The physician was able to restore flow but not brisk flow, possibly timi-2. The patient was to return the following day to try and achieve timi-3. Patient condition is reported as stable. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.